Manufacturer narrative:
Alleged failure: extreme loud popping noise and smoking came from the unit. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be the popping noise/smoke coming from other source. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that a loud noise and smoke came from the device.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that a loud noise and smoke came from the device.